Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during midline catheter insertion the 58-year-old patient was treated for intraventricular hemorrhage as it was impossible to fit the guidewire, which twisted. Repetitive incident on two units in the batch. Use of a 3rd device (different reference, different batch). No patient harm was reported but the insertion time was longer due to additional punctures. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire was confirmed but the root cause could not be determined. The product returned for evaluation was two nitinol guidewires and one guidewire hoop. A gross visual inspection of the returned samples found that unit 01 had one kinked area and unit 02 had two kinked areas. The kinks were located on the flexible portion of the guidewire near the distal end. Microscopic inspection of the damage sites found that unit 01 had a misaligned guidewire coil near the kink location. The type of features observed in both units suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factors also contributed. Therefore, the root cause remains unknown.